Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. A photo sample was returned of an orange coude tip catheter as part of a urethral catheter kit. The photo sample showed that the catheter tip was folded due to being weak. As the physical sample was not available, the cause of the weak tip is unable to be determined. Unable to determine is the catheter met specifications, based on the photo sample. The reported event will be confirmed cause unknown. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is unlikely to be caused by the user. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that one touchless plus coude tip intermittent catheter from a box of 50 had no lube in it, it was not like the lube was dried out and it was that none was added (lot# ngfs1953). It was stated that 7 each from a box of 50 had the whole tip curved over or folded in half and it was unusable (lot# ngft2379). It was also stated that 8 each from a box of 50 had the whole tip curved over or folded in half and it was unusable (lot# ngfq1655). Per additional information on (B)(6)2021, it was stated that 2 each from of a box of 50 had the whole tip curved over or folded in half and it was unusable (lot# ngfr2863).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that one touchless plus coude tip intermittent catheter from a box of 50 had no lube in it, it was not like the lube was dried out and it was that none was added (lot# ngfs1953). It was stated that 7 each from a box of 50 had the whole tip curved over or folded in half and it was unusable (lot# ngft2379). It was also stated that 8 each from a box of 50 had the whole tip curved over or folded in half and it was unusable (lot# ngfq1655). Per additional information on (B)(6) 2021, it was stated that 2 each from of a box of 50 had the whole tip curved over or folded in half and it was unusable (lot# ngfr2863).